Event description:
It was reported that the pump touch screen was unresponsive. There was no reported impact on the customer¿s blood glucose level. The customer declined further troubleshooting, and no further information was obtained regarding the outcome of the event.